Manufacturer narrative:
H10: one (1) new list# 011-a1000, nanoclave¿ connector, lot# 3970567 was received for testing on (B)(6)2020. The single new in sterile package 011-a1000 nanoclave connector was flow tested at gravity pressure and the 011-a1000 nanoclave met fluid flow expectations outlined in the product performance specification. No mating devices were returned to evaluate with the 011-a1000 nanoclave connector. The complaint was unable to be confirmed or replicated. A DHR (device history review) lot# 3970567 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to return to the manufacturer for investigation; it has not been received.

Event description:
The date of the event is unknown. The event involved a nanoclave¿ connector that did not allow flow when the anesthetist attempted to inject emergency medications through the connector. The customer stated it was near impossible to inject, even with pressure. This report captures the first of two incidents.